Event description:
It was reported that while using the bd max¿ instrument false positive results were obtained by the laboratory personnel. The pcr curves appeared jagged, and the customer repeated the samples. Upon repeat the samples were negative. No erroneous results were reported out, and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). Multiple reagent cases were opened for these false results. The reagent investigation revealed that there may be an instrument reader issue with pressure plate or alignment. No underlying instrument issues were evident in the database analysis. The complaint is not confirmed. The root cause is unknown. CAPA# 1632720 is under investigation to resolve these issues. No parts or materials were replaced or returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, or hazards were identified based on this investigation.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860 , k130470.

Event description:
It was reported that while using the bd max¿ instrument false positive results were obtained by the laboratory personnel. The pcr curves appeared jagged, and the customer repeated the samples. Upon repeat the samples were negative. No erroneous results were reported out, and there was no report of patient impact.